Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked for clarification on them having had four surgeries to get the stimulator situated they stated that they had to change sites and that hopefully this would make a difference. The issue was that they are very thin in the upper buttocks area, which makes it difficult. When asked about the cause they stated that as noted previously their weight issue had been a hard thing to try to get situated, but their hcp had done everything and hopefully it will settle in. When asked what had been done to resolve the issue they stated that they already had done so by changing the site location and hoping it will be better as the stimulator was doing their bowel issue better. They stated that they were hopeful that their issue would be resolved.

Manufacturer narrative:
B3: event date is not known. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they are having issues/spinal issues on the side where the stimulator is. Pt stated they turned implant off last thursday and it has "not been activated since then". Pt stated today they turned implant back on before they activated MRI mode. Pt confirmed successfully activated MRI mode for MRI today. Reviewed MRI mode overview. Pt stated they are "leaving this off until this is finished". When agent asked for event date pt stated they are not blaming it on the stimulator and reported they have very bad arthritis and stated they had a serious spinal surgery on their left lumbar prior to all of this. Pt then reported they have had "four surgeries to get this stimulator situated". Pt reported recent issues started "right now about two weeks ago, but it is something that is ongoing". Pt made a comment during the call that they are not "real savvy with this machinery". Reviewed general use of external devices. Agent did not ask about the circumstances that led to the reported issue.